Event description:
Event description cpi received information that this bipolar lead and implantable pulse generator (ipg) were explanted. The patient was experiencing imtermittant loss of capture. The physician elected to perform an invasive procedure and found the lead's inner coil was disconnected from the outer coil. The physisian did a 'bovie near the ipg,' after that, the ipg was displaying ern (elective replacement near) he attempted to clear the ern but could not clear the message. The ipg and lead were both removed at this time.